Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. After battery installation, the unit displayed a critical pump error or open book image on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a vertical crack in the battery threads located above the left belt clip rail.

Event description:
It was reported that the insulin pump was exposed to the moisture. Customer's blood glucose level was unknown. Customer stated water on inside of display and they did hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.